Event description:
The patients right knee was revised due to aseptic loosening. The tibial component was loose. The previous revision was competitor product.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown universal baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.